Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the hl7 message details were missing after firewall update. A technical support specialist dialed into the carefusion coordination engine (cce) and reviewed the logs, which showed minimal incoming messages; however, all received messages were processed and forwarded to server without delays, identified a recurring pattern of client-initiated disconnects in the inbound mbm, suspected a keep-alive issue related to the recent firewall changes. The customers information technology (it) team addressed and resolved the firewall issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server an interface issue occurred between smartcare (streamline) and pyxis that began immediately following a recent firewall update. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.